Event description:
The customer experienced issues with qc results and received questionable results for multiple assays from (B)(6) 2014. Of the data provided, only the results for one patient sample were discrepant. The initial ferritin result was 7.0 ng/ml and the repeat result on (B)(6) 2014 was 4.6 ng/ml. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. There was no adverse event. The ferritin reagent lot number was 17335204 with an expiration date of 11/30/2014. The field service representative suspected an issue with the measurement cell and sipper flow path. He realigned the sipper syringes and ran qc which was ok. He replaced the measurement cell and ran performance testing which was ok. The customer ran calibration.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.